Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced incoherence after observing a low glucose reading on her dexcom device. She continued eating; however, the estimated glucose value (egv) did not increase, and the device displayed a ¿brief sensor issue¿ error. Consequently, the patient removed the sensor. It was reported that the patient experienced persistent nausea and vomiting for up to three days following sensor removal. During this period, she became nauseous, fell onto her side while attempting to perform a fingerstick test, and sustained a swollen arm. Concerned about her condition, the patient and her son contacted emergency services (911), and she was transported to the hospital. Upon arrival, a nurse performed a fingerstick test, which indicated a glucose level of 844 mg/dl, and the patient was diagnosed with diabetic ketoacidosis (dka). She received intravenous saline and insulin therapy and was hospitalized for more than 24 hours. At the time of reporting, the patient was stable and in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.